Event description:
It was reported that a pump would not recognize a closed door. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. This evaluation confirmed and reproduced the reported symptom of the pump not recognizing a closed door, caused by a loose upper link screw. The link screws were replaced.